Event description:
It was reported to boston scientific corporation that five cre pro wireguided dilatation balloon were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, when the physician inflated the balloon to 12mm, then 13.5mm and when attempting to inflate to 15mm the balloon burst. The procedure was completed with another cre pro wireguided dilatation. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6)2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally, which does not confirm the reported event of balloon burst. The balloon torn problem found could have been interpreted by the customer as the reported event of balloon burst. The catheter of the device was noted to be bent. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure could create friction on the balloon, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that five cre pro wireguided dilatation balloon were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, when the physician inflated the balloon to 12mm, then 13.5mm and when attempting to inflate to 15mm the balloon burst. The procedure was completed with another cre pro wireguided dilatation. There were no patient complications have been reported due to this event.